Event description:
22 gauge insyte autoguard in left antecubital space started without problems. Patient undergoing a CT scan of the abdomen using a power injector, injecting without problems until near completion when the patient complained of leaking from catheter. Found hub broken off the catheter port. The technician was able to pull the catheter from the vessel without incident.